Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 100% stenosed target lesion was located in a highly calcified and mildly tortuous vessel. The physician implanted two stents in the target lesion before advancing a 3.00x32 mm promus element plus stent delivery system (sds). However, the sds was unable to cross the implanted stents. Upon removal the sds it was noticed that the stent has dislodged inside the implanted stents. The physician inflated a 1.5 mm emerge balloon catheter at 20 atms and deployed the dislodged stent. Then a 3.0 mm emerge balloon catheter was used for additional dilation of the stent. The procedure was completed with an angiogram. No further complications were reported and the patient's status is stable.